Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a pacemaker exhibiting far r wave oversensing. No intervention was performed. There were no patient consequences.